Manufacturer narrative:
A ge oec service representative investigated the issue and found a dead battery on the cmos that was replaced. The nodes were also flashed to restore functionality. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system locked up during a procedure.